Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.

Event description:
On an unknown date in 2010, it was reported that the patient presented with back pain. The doctor recommended injections which appeared to providing some relief. On (B)(6) 2011, the doctor performed lumbar l5-s1 fusion surgery in which rhbmp-2/acs was used. Post-operatively, the patient complained of having new pain in her back and legs. Patient¿s pain continued and increased as time went on. In (B)(6) 2011, patient reported having a new and intense pain in her neck.